Event description:
Sales rep reported that a "mssa infection" was noticed during post-op recovery. The surgery was performed on 09/12/2006 and the infection diagnosed on 10/10/2006. Two complaints are being opened as two different size screws were used during the original surgery. Sales rep stated that the pt is doing fine at the last visit. The infection was in the joint.

Manufacturer narrative:
Device is not being returned for evaluation, therefore, no determination could be made for the reported incident.